Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection of the returned device noted moisture inside the lens. Functional evaluation revealed a foggy video output due to the moisture inside the lens. No device overheating was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for optical obstruction and moisture has been associated with a component failure. Factors that could have contributed to the reported event include a failed weld. The root cause for overheating of device could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the lens 4k camera head's image was found to be foggy and gets hot. There was no patient involvement.